Event description:
It was reported that - during a laparoscopic spay the light just failed. Was on the phone to me. Turned unit off and on. No light, nothing even coming from unit if light guide cable is removed. The procedure was changed to open and completed successfully. No negative impact on the state of health for a human is reported.

Manufacturer narrative:
The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).